Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The physician only wanted to upgrade the device to improve patient¿s pain relief. No further course of action will be taken at this time.

Event description:
A report was received that the patient's scs was not working. The physician recommended to replace the patient's battery with a better and more powerful one.

Event description:
A report was received that the patient's scs was not working. The physician recommended to replace the patient's battery with a better and more powerful one.